Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the generator interface printed circuit board and the hand controller as well as verified the 5vdc voltage circuit. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not produce fluoroscopic x-ray during a case. No patient injury was reported.